Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance and poor sensing was noted on the ventricular channel of the implantable pulse generator (ipg). It was noted that the ipg "seemed [to] inflate [a] little bit when the generator was explanted. The ipg was replaced.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.